Event description:
The customer reported that mrx defibrillator battery would not hold a charge. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is a duplicate of MDR 1218950-2015-03763. Please see MDR 1218950-2015-03763 for the full investigation.